Event description:
It was stated that the customer was hospitalized with a high blood glucose reading of 570 mg/dl. It was stated that the customer changed the infusion set two days prior to the hospitalization. It was stated that the customer had been feeling ill, however, the blood glucose levels were fine. It was also stated that the insulin pump was not bolusing. Troubleshooting revealed that some of the programming was incorrect on the insulin pump, which is why the customer was unable to bolus. The customer was assisted in correcting the programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.